Event description:
Boston scientific received information that the patient with this transvenous defibrillation lead noted having a tingling feeling in his heart, and they went to their physician who made changes to the device settings; however, the tingling feeling returned. The patient subsequently went to the emergency room with complaints of fluttering in his chest. The patient was noted to have passed out, and there was loss of right ventricular (rv) capture. The patient was noted to have a good underlying rhythm, but has low blood pressure. There were no stored arrhythmias by report. The device was reprogrammed with a monitor only zone and an rv lead revision was being discussed.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.